Event description:
It was reported via repair work order that the head section cannot be locked in place and hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.